Event description:
The event is reported as: the applier did not hold the clips in the jaws during a procedure. No injuries reported.

Manufacturer narrative:
Sample not received by MFR in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.